Event description:
Patient was implanted with the encore system in 2017. Patient reported that in the last few months that they have experienced discomfort while swallowing, choking while sleeping, and a clicking and cracking noise when moving their neck.